Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported three (3) false positive results with determine hiv-1/2 ag/ab combo test performed on unknown date. This MFR. Report addresses test three (3) of three (3). The customer reported a false positive result with determine hiv-1/2 ag/ab combo test performed on unknown date with fingerstick as sample type. Confirmatory testing was performed with labcorp using elisa immunoassay with serum sample on an unknown date which generated negative result. The customer reported that there was no negative impact to patient care.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000950115 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot 0000950115, device part number 10732998 / lot 945412. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000950115 showed that the complaint rate is (B)(4). As part of an investigation into preliminary false reactive results, abbott found that for kit lot 0000950115, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted.

Event description:
The customer reported three (3) false positive results with determine hiv-1/2 ag/ab combo test performed on unknown date. This MFR. Report addresses test three (3) of three (3). The customer reported a false positive result with determine hiv-1/2 ag/ab combo test performed on unknown date with fingerstick as sample type. Confirmatory testing was performed with labcorp using elisa immunoassay with serum sample on an unknown date which generated negative result. The customer reported that there was no negative impact to patient care.

Manufacturer narrative:
Additional information: a2 - age at time of event, age units (patient) a3a - sex b3: the date indicated is an approximation as the exact event date was not provided. New information was provided on patient demographics, based upon this new information, this complaint is no longer a reportable event. The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported three (3) false positive results with determine hiv-1/2 ag/ab combo test performed on unknown date. This MFR. Report addresses test three (3) of three (3). The customer reported a false positive result with determine hiv-1/2 ag/ab combo test performed on unknown date with fingerstick as sample type. Confirmatory testing was performed with labcorp using elisa immunoassay with serum sample on an unknown date which generated negative result. The customer reported that there was no negative impact to patient care.